Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, pain, increased sensitivity, bleeding, mobility. 4 implants placed on same day - only this one failed. It progressed no different that the ones patient still has. Patient complained of tenderness for approximately 2 months.